Event description:
Mar cor technician was at the facility to do a system disinfect of their ro system. Tech notified and was let into the water room by facility maintenance personnel. This disinfection of the system was completed when dialysis nurse/technician was informed of system disinfection by a facility engineering technician. Dialysis nurse/ technician was unaware of this ro system work being performed. Patient treatment was delayed.

Manufacturer narrative:
Mar cor technician was at the facility to do a system disinfect of their ro system. Tech notified and was let into the water room by facility maintenance personnel. This disinfection of the system was completed when dialysis nurse/technician was informed of system disinfection by a facility engineering technician. Dialysis nurse/ technician was unaware of this ro system work being performed. Patient treatment was delayed. There is no reported patient injury or other adverse patient impact. This complaint will continue to be monitored within mcp complaint system. If additional information is received, this case will be reviewed upon receipt.